Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Catheter.

Event description:
It was reported that the patient experienced increased pain. The catheter was replaced. The patient recovered without sequela. The pump was used to deliver morphine 30mg/ml and bupivicaine 30mg/ml with a daily dose of 6.005mg.